Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm or unexpected no delivery alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 468 mg/dl. Customer stated that their insulin pump had stopped working. Customer stated that they got a no delivery alarm and when they cleared it would rewind and then it would say motor error. Customer reported the drive support cap appeared normal. Customer was able to complete insulin pump rewind. Customer did not troubleshoot for high blood glucose due to multiple motor errors on the insulin pump. The insulin pump will be returned for analysis.